Event description:
It was initially reported the patient had a ¿bone crushing headache¿ during the trial. It was later reported that a catheter was inserted on (B)(6) 2014, where drug trials were done, but the trials could not be completed because the dura was torn. The patient was just released from the hospital until the tear would heal and then nothing else was done. The patient got a horrible headache from that. The spinal tear was confirmed when the pump was implanted one week after the catheter was inserted. Nothing was done about it and the patient was told ¿it would heal.¿ the patient continued to experience issues with this dura tear with the permanent implant that would require intervention and hospitalization. See manufacturer report # 3004209178-2014-05539 for the complaint on the permanent implant. The system was being used to deliver morphine.

Manufacturer narrative:
(B)(4).